Event description:
It was reported that the patient alleged that they had received inappropriate therapy from their implantable cardioverter defibrillator (ICD). It was also noted the ICD had experienced a power on reset (por). The reset was cleared and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.